Manufacturer narrative:
The unit passed the functional test including the displacement test, the rewind, the basic occlusion, the occlusion, the prime, and the excessive no delivery alarm test. The unit and the low reservoir alerts functioned properly. During the visual inspection no dents around the casing were found. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report fluctuating low and high blood glucose levels. Customer's blood glucose levels ranged from 193 to 600 mg/dl. Customer stated that the insulin pump does not alarm when she gets low and high blood glucose levels. The customer was hospitalized on (B)(6) 2015 due to having low sodium issues and after that had been having high readings. The customer treated with manual injections and bolus from the insulin pump. The customer reported a dent on the case and display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.